Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were not doing very well with the therapy - not getting therapeutic benefit. Patient reported peeing like every hour and the patient had pain so they turned the stimulation down. Caller said the pain may have been related to the patient developing a uti infection so they aren't sure but it did get better after they turned stimulation down. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a patient representative. The reason for call was the caller reported that the patient has been experiencing overstimulation since the beginning of implant. The caller stated that they spoke with the manufacture representative, and notified her of the issue yesterday. Caller called to understand more about the programs. Agent reviewed programming expectations and theory. The caller stated that they were going to switch programs for the patient after the call. Patient will continue to monitor symptoms and follow up with hcp if needed.